Event description:
Attempted implant/not implanted/not used, positioning/fixing difficulties, evaluation, helix/tine/lobe problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor distorted; full lead; helix/lobe distorted/bent. Deformation/fracture in 5cm prox section of inner coil. Extension problems.